Manufacturer narrative:
Additional information: d9, d10, h3, h4, h6. H10: the sample was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. There was evidence on the female connector indicating the insert chip was present during the assembly process. The reported condition was verified. The cause of the condition was related to inadequate solvent application during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of the twist clamp on a minicap extended life pd transfer set. This was further described as the twist clamp started separating ¿when the patient had clamped off the set and was disconnecting from the cassette¿ during use for peritoneal dialysis therapy. As a result, the transfer set was replaced at the clinic on the same day. There was no patient injury or medical intervention associated with this event. No additional information is available.